Event description:
It was reported that the surgeon implanted a 12.1 mm micl12.1 implantable collamer lens in 2006. The lens removed a month later due to the lens having been implanted upside down in the pt's eye. The lens was removed with no pt injury. An iridectomy was performed. The pt experienced elevated iop and corneal edema. The lens was exchanged for another same model and diopter lens. The reporter stated the event was not lens related.

Manufacturer narrative:
H6: evaluation: lens work order search. Results: a lens work order search was performed and no similiar complaints was found.